Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with a cracked tank cover. Wear and tear damaged enclosure was noted. The technician plugged in line cord, turned on the power switch and the reported issue was duplicated. All alarms worked when triggered but wouldn't sound. The root cause of the reported issue was due to a faulty speaker on the printed circuit board (pcb). The technician was unable to determine who caused the reported issue. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported the device over temperature alarms were not working. No information provided on patient involvement.